Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the sds was returned with blood visible in the guide wire lumen, on the coil clip, and on the hub. There was contrast visible on the balloon and distal shaft. The stent implant was not returned. The balloon was loosely folded. There were crimp marks on the balloon and between the markers. The protective sheath was not returned. There were four bends in the hypotube; 6 cm, 9 cm, 27 cm, and 82 cm distal to the strain relief tubing. There was no other damage noted to the sds. Another company's guide wire was returned. There was no blood visible. There was contrast visible in the tip coils. There were stretched tip coils, distal to the proximal solder for a length of 3 mm. There was no other damage noted to the guiding catheter. The tip seal length was measured and met manufacturing criteria. The returned sds was advanced through the returned guiding catheter and there was no resistance noted. The returned catheter was advanced through a new guiding catheter and there was no resistance noted. Product performance engineering reviewed the incident info and analysis of the returned sds. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion and/or accessory devices. As stated above, the sds would not pass through the distal end of a previously deployed stent, which likely contributed to the difficulties. Although it is not known if the previously implanted stent was from the same procedure, a precaution in the IFU states,"when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent." The returned guide wire tip coils were stretched, indicating that the guide wire met some type of resistance, possibly during the attempt to cross the implanted stent. Although, there was no damage reported to any of the devices prior to use, the tip of the guiding catheter was also smashed. It is unk when this damage occurred; however, the sds able to advance through the guiding catheter without resistance. Crimp marks were visible on the sds balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of MFR. In addition, four bends were noted in the hypotube, which were not mentioned in the incident report and likely occurred during advancement and/or retraction of the device or from handling of the device during packing/shipping back to abbott for eval. However, the bends in the hypotube do not appear to have contributed to the inability to cross, but likely resulted from the attempt to cross. Based on the info received with the complaint, the inability to cross and the stent dislodgment appear to be related to the circumstances of the procedure. A review of the finished device lot history record did not reveal any non-conformities. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent is free floating in the pt's anatomy. Device issue: stent dislodgement. It was reported that the rx vision stent delivery system (sds) was being used to treat a lesion which was distal to a previously implanted stent. The vision sds would not pass through the distal end of the previously deployed stent. After the failed cross attempt, during removal of the sds, it could not be retracted into the guiding catheter. The sds and guiding catheter were removed as a single unit through the radial artery and not through the guiding catheter. However, during removal of the devices, the vision stent dislodged from the sds balloon into the radial artery and could not be removed. The stent implant remains in the pt. No add'l event or pt info is available.